Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during an attempted implant, several attempts were made at deploying the helix of the right ventricular (rv) lead, but to no avail. The clinician was unable to obtain satisfactory parameters and experienced placement difficulty. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.